Event description:
Dr allowed his nurse to treat patients while being supervised by non-medical personnel. Nurse appeared untrained and unqualified to use the prolite laser. Non-medical personnel helped her. Together they applied the laser to the pt's face, neck and chest. During the procedure, the filter fell out onto the floor. Nurse continued to use the unfiltered laser apparently, unaware the laser light was unfiltered. This caused second degree burns on the pt's face, chest and neck. This medical product, a laser, should not operate without a filter in place. Dr treated the pt's second degree burns and lied about the cause until a month later. He told the pt he didn't want to "red flag" the FDA.